Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed the elevated bg by a manula insulin injection. Customer changed pump supplies to address the issue.

Manufacturer narrative:
Updated: b5, health effect - impact code

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed the elevated bg by a manual insulin injection. Customer changed pump supplies to address the issue.